Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, a 22.0 diopter single-piece lens was inserted into the posterior capsule of the patient¿s left eye. The lens appeared to be unstable and was removed during the same procedure. During the same surgical procedure, a 21.5 diopter multi-piece lens from the same company was planned for use. While loading this lens, the front haptic malfunctioned and did not open properly. Both lenses were used during the same surgical procedure on the same patient (left eye). Neither lens was left in the patient¿s eye. The patient returned for a second procedure, during which a 20.5 diopter multi-piece lens was implanted into the patient¿s left eye as the final result. The procedure was completed with no further harm to the patient. Additional information was received stating that per the surgeon¿s prognosis, during the post-operative day 1 visit, the patient¿s distance visual acuity was 20/25, and intraocular pressure (iop) was 15. The patient reported no complaints of pressure, floaters, dark spots, or flashes of light. Succeeding follow-up was planned with the patient¿s own optometrist. No additional issues or concerns were reported thereafter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.